Manufacturer narrative:
The calibration and qc recovery data provided was within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed many abnormal aspiration alarms. The customer stated that they removed a large clot from the patient sample after the initial result was obtained. The field service engineer (fse) adjusted the gear pump and main pump, replaced the degasser tank, degasser, reagent probes, common gear pump head, lamp, cuvettes, adjusted the reagent probes, pumps, rinse arm volume, sample probe, and performed preventative maintenance. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2026, the initial result was 70.6 mg/dl. The result was questioned which prompted the customer to repeat the sample. On (B)(6) 2026, the sample was repeated on another analyzer and the repeat result was 201.2 mg/dl.